Manufacturer narrative:
One e2450h and associated electrode were received for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned products met specification as received. Visual inspection of the electrode found the coating to have partially worn away and the tip of the electrode to be charred. No defects with the pencil were noted. The electrode was received with the device. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found part of the coating to have worn away and the electrode to be charred. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This effect is a normal part of electro surgery and is not considered a defective product. The electrode showed no on sign of heat damage. The electrode was attached to the returned pencil and activated at 60 w. No flame or abnormal effects was noted. The device passed hipot testing indicating no electrical leakage. The investigation found the device to function normally. The IFU warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, there was a device fire. The customer experienced a brief flame that went out quickly. There was no injury to the patient.